Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address a painful, unstable hip. Xrays revealed apparent disassociation of the liner from the cup. The liner had fractured in at least two pieces, and had apparently spun within cup, resulting in impingement. Polly wear was also reported.

Manufacturer narrative:
Visual examination of the returned device finds evidence to support disassociation of the liner and cup while implanted. The acetabular cup was not returned for examination. The returned liner is badly damaged making assessment and determination as to root cause difficult. Three x-rays were submitted for review. However, the resolution is poor, and prohibits a detailed review of the implant and surrounding bone. Device and records evaluation did not identify or verify product error with regard to the reported event. Through product trending, the occurrence rate for this type of failure is known to be very small. Based on the investigation, product contribution was not identified and a need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.